Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopic wedge segmental resection, on the first firing of lung segmental resection, the surgeon used the first device with no problem. On the second firing, they tried to fire the same handle and new reload, however a crack sound was heard and could not fire the device. They replaced by new handle and connected to the same reload, however the surgeon still could not fire the device. Then they replaced by reload and connected to the second handle however a crack sound was heard and could not fire the device. They used another set of device and the firing was completed. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that it was partially fired. Staples were visible at the 4 cm cut line indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities as it was applied to test media as all remaining staples were applied and test media was transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. If information is provided in the future, a supplemental report will be issued.